Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection. A revision was performed and the device along with the right ventricular (rv) lead, this right atrial (ra) lead and the left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).